Manufacturer narrative:
Baxter received the device for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'overheated' was unable to be confirmed during evaluation. The device was returned without a battery or power cord. The device was tested with known good power cord and battery, running the device for two hours. No heating was experienced. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump overheated during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.